Manufacturer narrative:
(B)(4). The device has not been received by the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges "broken part was observed when product was opened for pretest". There was no patient involvement reported.

Event description:
Customer complaint alleges "broken part was observed when product was opened for pretest". There was no patient involvement reported.

Manufacturer narrative:
(B)(4). One (1) 004551004 rusch greenlite disposable metal mac 4 was received for investigation. At visual inspection the broken plastic pieces of the pipe light base was confirmed. Based on the visual exam, the reported complaint was confirmed. The damage observed in the returned sample is indicative of historical recorded complaints of disposable blades being damaged during handling/shipping. Truphatek india has issued complaint investigation # (B)(4) for this broken disposable blade issue.